Event description:
Implants broke on insertion into soft bone. All pieces were removed and a competitor's implant was used to complete. Surgery delayed 1 hour, but no adverse consequences reported with the patient as a result of event. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. The hex of the implants were returned. The implants broke at the first and fourth threads respectively. The visible threads in one of the implants have flattened suggesting poor bone tunnel preparation. These are polylactic acid polymer based implants. When this type of implant experiences an excessive amount of force/torque due to improper bone preparation prior to insertion, or due to over insertion then this type of issue will occur.